Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead showed noise during one recorded episode. Isometrics were performed, but the noise was unable to be replicated and the healthcare professional suspects it may have been caused by an external source. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.